Event description:
It was further reported that the patient was discharged in (B)(6) 2013.

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion was located at the ostium of the left main coronary artery (lmca) to the left circumflex artery (lcx). Because there was no viable myocardium in the closed right coronary artery (rca) and left anterior descending artery (lad) area, the procedure was performed in the extracorporeal circulation. Following predilatation, a 2.5 x 12mm non-bsc stent was implanted in the lcx and a 2.5 x 18mm non-bsc stent was implanted in the diagonal. Because of the critical stenosis in the lmca bifurcation, it was predilated both to lcx and lad. The promus element 3.5 x 20 mm stent was then successfully implanted from the ostium of the lmca to to the lcx. The guide wires were changed and the lmca to lad was predilated. A 3.0 x 12mm non-bsc stent was implanted in the lad using a t-technique. During these manipulations, the proximal half of the promus element stent was longitudinally destroyed. A non-bsc 4.0 x 11mm stent was implanted inside the promus element stent and the procedure was completed with "kissing balloons". Because the patient was hypotonic after the procedure, a inotropic infusion was administered for four days. The patient also experienced some problems with ventilation. Twelve days later the patient was still hospitalized.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by another device. (B)(4).